Event description:
The customer reported that the 840 ventilator gave "no ac, no air and no o2" alarm message. Pt condition in unk. It is also unk if the ventilator switched to battery operation at the time of the event. Multiple attempts have been made to try to obtain further event info but no response received from the customer.